Manufacturer narrative:
Event date is estimated.

Event description:
It was reported that the patient's ipg was swelling and the patient was experiencing discomfort at the pocket site. Surgical intervention was undertaken on (B)(6) 2023 wherein the patient's scs system was explanted.

Manufacturer narrative:
It was reported to abbott, a patient was experiencing swelling at the ipg site and wanted an scs revision. Later they requested it be explanted. The patient did report discomfort at pocket site. The physician reported no infection. The ipg was explanted without complications. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, the cause of the reported issue was determined not to be product related.